Event description:
Medtronic resolute onyx stent became dislodged from delivery system while in patients body. Stent was snared and retracted to radial artery. Stent was unable to be fully retrieved from the body at radial artery. Vascular surgery was asked to intervene and extract stent fully from body. FDA safety report ID# (B)(4).

Event description:
Medtronic resolute onyx stent became dislodged from delivery system while in patients body. Stent was snared and retracted to radial artery. Stent was unable to be fully retrieved from the body at radial artery. Vascular surgery was asked to intervene and extract stent fully from body. FDA safety report ID# (B)(4).